Manufacturer narrative:
Patient was given skin cream for preventative post care treatment. Treatment was not followed per clinical guidelines due to user error. Patient's condition is now improving, feeling better. The device was evaluated and required general maintenance/system repairs. This is reportable because the patient developed a full thickness burn, which is a serious injury.

Event description:
Patient developed full thickness burn on neck area from a laser procedure.